Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site and confirmed patient side manipulator arm 2 had multiple errors as well as the arm was not able to move. The tfs replaced the patient side manipulator arm 2 to resolve the issue. The psm has not yet been received at isi for failure analysis investigation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the patient side manipulator (psm) arm 2 had multiple errors and would not move. With the assistance of isi technical support engineer the site rebooted the system multiple times, however the system error continued to occur. The surgeon was notified that the psm arm 2 would not be available for use as it required repair, at which time he stated that he needed all three arms to complete the planned procedure. The patient was under anesthesia and the port incisions had been placed when the surgeon made the decision to abort the procedure. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. Has received the patient side manipulator involved with this complaint and completed an investigation. The arm tripped a related communication fault 706 shortly after command movement to go home after startup. It's tripping the faults because of movement and it tripped once moving the insertion axis while clutched. The likely cause is a loose connection of one of the flex cables on the rolling loop cluster. Based on the failure analysis findings, this complaint remains reportable due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.